Event description:
The customer reported that the system would boot up with the bad iris pot error. The system would work after clearing the error. There was no injury to the patient.

Manufacturer narrative:
The ge rep was unable to reproduce the error. System would boot up fine each time. System operates as intended.